Event description:
The customer reported "problems with the sync button" on the heartstart xl where it worked only if pressed at the correct angle. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.